Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while reviewing the pump history, the customer noted that the date and time on the pump was not accurate. There was no impact to the customer's blood glucose level.